Event description:
This event was reported as endocarditis. Tee revealed endocarditis with abscess and an unstable prosthesis. During surgery, an excessive abscess involving the anterior leaflet and membranous septum were noted. No further info was provided.